Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 12/05/2011 and 12/14/2011 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
A purchasing mgr reported that an intraocular lens (iol) was exchanged for the same model, same power lens due to a tear that was noted on the lens during the pt's postoperative visit. He reported the pt is "doing well" with no issues. Add'l info has been requested.